Event description:
Caller reported that the t:slim x2 pump battery would not charge, and a power source alert was noted in the pump history. There was no adverse impact to the customer's blood glucose level, as the battery charging issue did not lead to a pump shutdown or inability to turn it back on. The customer resolved the issue by changing charging supplies and did not require further assistance, opting to follow up with their distributor regarding renewal eligibility.